Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and a21. Customer's blood glucose was 250 mg/dl. The customer took an insulin in injection. The stated that she had backup plan. The customer was advised that a21 alarm is normal after storage insulin pump without battery.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.